Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus that an hf unit was sent for inspection and repair. During inspection, an error code e433 was evident. The patient was not under sedation.

Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc was unable to reproduce the reported error message but found it in the error log. Error e433 is triggered by the device¿s safety system and occurs if the effective value of the output signal which is set for testing falls below the intended limit of 130v. Possible causes for the temporary occurrence of error message e433 are: disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). The user actuates the foot switch while the generator is booting (temporary error caused by user action). A defective foot switch due to a short circuit in the connector (temporary error). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. A defective foot switch due to a defective reed contact (temporary error). A defective cable connection between the hvps board and the generator board (temporary or permanent error). A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.